Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 31, 2007, the lay-user/patient contacted lifescan alleging that a one touch fastlake meter would not power on. It is not unknown when the alleged power issue started and when the patient was last to test with the reported meter. It is also not known what the patient's last blood glucose result was before the meter issue began. On january 28, 2007, the patient called his doctor for an unspecified reason and was asked to come in right away. At the time of concern, the patient had symptoms of feeling shaky and nervous. The patient's blood glucose was tested in the doctor's office using an unspecified device and a result of "500 mg/dl" was obtained. The patient was treated with "IV fluids" and other unidentified medications. It would have been helpful to know the following information: the duration of the alleged power issue, the patient's testing frequency, his medication regimen, and if the patient made any changes to his diabetes management during the time of concern. In addition, it would have been helpful to know when the symptoms started, if he tried to treat the symptoms, how long the patient had the meter for, when he last replaced the meter's battery, if he was hospitalized, and what other health conditions he might have. This complaint is being reported due to the following information: the patient alleges he was unable to test with the reported device because of the power issue and at sometime had symptoms, obtained an elevated blood glucose result in a doctor's office, and received treatment for hyperglycemia. It is not known if the symptoms began before or after the alleged meter issue. The meter, test strips, and control solution were replaced.